Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci), stent damage was noted. During preparation of the 2.25 x 20mm promus element stent delivery system, the stent was noted to be flared. The procedure was completed with another of the same devices. No patient complications were reported.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci), stent damage was noted. During preparation of the 2.25 x 20mm promus element stent delivery system, the stent was noted to be flared. The procedure was completed with another of the same devices. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the first two rows on the proximal end of the stent were raised up, misaligned and some were stretched. The struts between the second row and the fifth rows were pushed in on themselves causing the balloon to move forward distally by 3mm. A strut on the fourth row in from the distal end of the stent was raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 730mm distal from the catheter's strain relief. Several smaller kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at the time of the event: 18 years or older. (B)(4).